Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during an unspecified process step of peritoneal dialysis therapy. The leak was further described as ¿carpet is wet¿. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.